Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leaked. On (B)(6) 2025, at approximately 6:30 pm, during a CT angiography procedure in the emergency CT room at (B)(6) hospital, a ¿closed-system intravenous catheter¿ was used. The nurse observed fluid leakage at the catheter connection point and immediately replaced it with a new catheter. After reinsertion, the examination was successfully completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, the defective sample has not been received for further examination, so the root cause of the complaint defect could not be confirmed to be related to production.

Event description:
No additional information.